Manufacturer narrative:
UDI: (B)(4). Mayfield composite series skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00632.

Event description:
It was reported that the swivel lock was loose. There was no known patient injury or surgery delay.